Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06524. It was reported the patient was not receiving effective stimulation therapy from her scs system. The patient stated her leads have moved. Surgical intervention may be taken to address the issue. Device 1 expiration & manufacturing date: 03 / 2006; 03 / 2004.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient had her scs lead replaced with a new one. Additional follow up identified the patient's scs system was programmed and the patient reported receiving effective stimulation coverage of all of her pain area.